Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 560 mg/dl at time of event. Customer addressed elevated blood glucose by changing out the site, administering a manual injection, and resumed insulin delivery.